Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the wake button was half depressed and only one side worked properly. Customer¿s blood glucose was 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available.